Manufacturer narrative:
E1: patient city: (B)(6), patient country: austria.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient faced an insulin accumulation under the skin event on (B)(6) 2026, leading to the symptoms skin irritation/pain/infection. The insertion site was the abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.